Manufacturer narrative:
This report is submitted on april 04, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, patient's device was explanted (date not reported). This report is filed on june 24, 2019.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 26, 2019.